Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when their device was powered on, the display would remain white for approximately 10 seconds. It would then show a tracing before going white again. It could not be determined if the reported issue was related to the display only, or if it impacted the device's critical functions (i.e. Power). As a result, defibrillation may be delayed or prevented if it had been necessary. There was no patient involved in the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that when their device was powered on, the display would remain white for approximately 10 seconds. It would then show a tracing before going white again. It could not be determined if the reported issue was related to the display only, or if it impacted the device's critical functions (i.e. Power). As a result, defibrillation may be delayed or prevented if it had been necessary. There was no patient involved in the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the lcd/interface pcb flex cable assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed lcd/interface pcb flex cable assembly and determined that the cause of the reported issue was due to a broken solder joint on connector, designator p36 of the lcd/interface pcb flex cable assembly.

Event description:
The customer contacted physio-control to report that when their device was powered on, the display would remain white for approximately 10 seconds. It would then show a tracing before going white again. It could not be determined if the reported issue was related to the display only, or if it impacted the device's critical functions (i.e. Power). As a result, defibrillation may be delayed or prevented if it had been necessary. There was no patient involved in the reported event.